Event description:
It was reported that: during a case, the doctor noted that there were no co2 reading after intubation. The doctor re-intubated the patient and noted low co2 readings and that there was no chest movement. The patient's stomach began to expand, but the chest looked flat. The doctor disconnected the breathing circuit at the y-piece and the stomach/chest collapsed. The doctor then noted that the breathing system setup was incorrect. The doctor stated she then removed a tube from the ultra sonic flow sensor and connected it to the expiratory valve assembly. The ventilator began to function normally. The procedure was continued and completed without further incident. Patient suffered a bilateral 15% pneumothorax. The doctor staded a chest tube was not required. The patient was asymptomatic and placed on oxygen therapy overnight. The pneumothorax receded by the next morning the patient's hospitalization time was extended due to the occurrence and other mitigating circumstances not related to occurrence. (Fever/possible infection) the patient was later discharged.